Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: cp161940, ti lock-scr cancls 6.5x15mm, unknown. Cp161941, ti lock-scr cancls 6.5x20mm, unknown. Cp161942, ti lock-scr cancls 6.5x25mm, unknown. Cp161943, ti lock-scr cancls 6.5x30mm, unknown. Cp161944, ti lock-scr cancls 6.5x35mm, unknown. Cp161945, ti lock-scr cancls 6.5x40mm, unknown. Cp161947, ti lock-scr cancls 6.5x50mm, unknown. Unknown, unknown head, unknown. Pm158036, jones lt trfng sz 26 ha w post, unknown. Unknown, unknown stem, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10222. 0001825034 - 2017 - 10223. 0001825034 - 2017 - 10224. 0001825034 - 2017 - 10225. 0001825034 - 2017 - 10227. 0001825034 - 2017 - 10228. 0001825034 - 2017 - 10229. 0001825034 - 2017 - 10230. 0001825034 - 2017 - 10221. 0001825034 - 2017 - 10232. Product location unknown.

Event description:
It was reported that a patient underwent an initial left hip procedure on an unknown date. Subsequently, the patient has been indicated for revision due to infection. All products need to be removed in order to retrieve the post from the triflange. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address infection. Attempts have been made and no further information has been made available at this time.